Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside. She had to manually remove the tampon pieces which was painful. She went to the ER twice for this and hemorrhages and blood clot also. She was diagnosed with uti and prescribed antibiotics. Her health has improved.